Event description:
Acct. Reports they were injecting contrast with a high pressure injector during a CT exam. States the tubing "burst" and there was contrast all over the room. No pt or staff exposure or injury reported.